Event description:
Pt treated at (B)(6) hospital for bacterial infection in uterus. Excessive vaginal bleeding. Blood transfusion. Tube was placed in back to drain bacteria. Pt needed to have tube removed, but physicians kept putting it off. They said she needed referrals and then her physician was out of town. Fluid built up in back and heart stopped on the way to hospital. Pt was resuscitated ten times and hospital tried dialysis, but pt died. The medical examiner says the cause of death is pending. Son believes the hospital and the physicians caused his mother's death.